Event description:
It was reported that FARADRIVE Steerable Sheath Clear was selected for use. It was mentioned that air tightness was not good. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MedWatch will be filed.E1: Initial Reporter Phone Number is +011(086)13764478188; reported here as phone number exceeded character limit for designated field.